Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
During scorpio nrg surgery for left knee, the metal piece was found from two screws after the insertion of the screws. The surgeon removed the pieces and finished the surgery.